Event description:
In 2008, the pt reported, she woke up and her infusion site had fallen off of her body. Her blood glucose was elevated to 320 mg/dl and she felt tired and nauseous with headache and she felt confused and was having a hard time thinking. She changed the infusion site and bolused 4 units of insulin. The infusion site had been in place for 2.5 days. She typically changes the infusion site every 3 days and the infusion tubing every 6 days. At the time of the report the pt stated that she was feeling "back to normal". The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.